Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identification scanner was not functioning, which required a witness override to access the machine. The field service engineer (fse) rebooted the computer and accessed the hardware test administration to verify functionality. The biometric identification system was tested and confirmed to be working correctly, restoring normal access. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station h3gd_mdh biometric identifier scanner was not working and required a witness to access the machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.